Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the devices were in a disconnected mode and offline on rss, which hindered users from accessing medication for patients. The customer reported that there was a delay in dispensing medications to patients. The delay was not caused by the pyxis device; it was a result of their decision to switch from a static ip to dhcp, which led to a minor hold-up in processing new patients since they had to enter their information manually. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the devices were in a disconnected mode and offline on rss, likely because they were utilizing static ip addresses. A field service engineer switched the network settings from static to dhcp for the entire facility to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.